Event description:
Reportedly, the lead door to a radiation oncology treatment room was unable to be closed. The room was closed for approximately 90 minutes and was re-opened following service by the manufacturer. Reportedly, no harm to patients.